Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. Heat damage was observed around the nurse call port with the most significant heat damage at the connection point for the external call cable that connects the rad-97 to 3rd party equipment. The exact cause of the heat damage could not be determined. The customer noted "sometimes nurses will use a stereo plug into the nurse call connector rather than mono." Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "caught on fire" and "burn a hole through the plastic." Per additional information of the reported issue, the device "was being used on a patient at the time" and "there was smoke from the device and an electrical smell." No patient impact or consequences were reported.